Event description:
Consumer called to report low readings on her son's link meter. Son seems to be testing low in the middle of the night. Analysis run on clark error grid using mean average readings (57) as reference point vs. Bd readings (50, 45, 31, 102) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.